Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that there were spikes in the ventricular rate section during atrial fibrillation (af) on the patient's cardiac compass. Ventricular capture management was programmed off and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.